Event description:
Ref imp (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).